Event description:
The ge oec 9600 fluoroscopy system had displayed "bad iris pot" error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction or error. As per guideline, the collimator was re-calibrated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.